Event description:
It was reported upon interrogation the device shocked the patient inappropriately for rapid atrial fib and flutter. The device was reprogrammed and patients medicine was adjusted. New information showed that the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.the device was returned for eri. The device was tested on the bench using automated test equipment and no anomalies were found. Analysis confirmed that longevity is normal based on device image.